Manufacturer narrative:
Exemption number: e2015015. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
(B)(4). - the dentist reported that 23 days after dental implant was installed in intraoral region 3#, it had to be removed because the patient was in pain. The patient presented insufficient bone quality/quantity (bone type iii).